Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device was returned with the batteries removed from the pack. Functional testing of the returned product with a lab battery found the device would not power on. Visual evaluation of the interior of the pack found electrolyte leaked inside of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. The motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 - event occurred in china.

Event description:
It was reported that during surgery, the battery and the handle began to heat up, and the device no longer worked. The device operated at a lower speed and it was found something white in the battery. There is no patient impact and there was a delay of 10 min, another device was used to complete the surgery. Due diligence complete and no additional information is available.